Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. It was confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was 168 (mg/dl). Reportedly, the customer would continue to use the pump for insulin therapy.